Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's system board was found to be physically damaged. The device's system board needs to be replaced to address the issue.